Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek damage (hole), lot: x94925. (Exp. Date: 2025-01- 31). Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device pve35a lot number x94925 and no non-conformances were identified. Manufacturing date: 02/10/2022 expiration date: 01/31/2025.

Event description:
It was reported that before the surgery, before used on the patient, open the packing and noted the inner packing (sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.